Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field e2, and h6. The customer stated that they had completed the reprocessing on the subject device before sending the product to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use: detection methods are written in IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation. The device evaluation found: the air/water tube had remains of white foreign material; the suction cylinder had foreign material and the connecting tube had deep scratches and foreign material was stored in the gap. The reported malfunction was likely a result of insufficient reprocessing. Additional findings were as follows: due to damage on the switch 1, an image was frozen and recorded on its own. The grip, the scope connector cover unit, the switch box, the right/left knob, up/down knob, the scope connector, all had a scratch. The forceps channel port had a dent, the air/water-cylinder, and the scope-cylinder, both had no color, switch 1 had a pinhole, the cover of light guide bundle was damaged, the label on scope connector was damaged, due to a scratch on plastic distal end cover, the insulation resistance value at distal end did not meet the standard, the objective lens had a chip, the light guide lens had a crack and had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign material on the biopsy channel, the air/water tube, and the connecting tube. There were no reports of patient involvement.